Event description:
It was reported that a physician used the pre-closure technique in the right and the left common femoral arteries (rcfa and lcfa) prior to an abdominal aortic aneurysm (aaa) repair procedure using prostar xl devices. Reportedly, the closure devices were deployed uneventfully. At the end of the index procedure, the lcfa was closed without issue with the prostar xl device. It was noted that the sutures did not capture and the wires pulled out in the rcfa. An open cut down and closure of the artery was performed. The patient anatomy was not favorable for another attempt for a closure device. It was indicated that the prostar xl was deployed too high in the rcfa. Hemostasis was successful in both groins. Estimated blood loss was approximately 800 ml, indicated to be definitively related to the procedure and possibly related to the closure devices. The patient received 2 units of blood. There was no adverse patient sequelae; however, hospitalization was prolonged. The physician is reported to be trained in the use of the prostar xl device. No additional information was provided.

Event description:
It was reported that a physician used the pre-closure technique in the right and the left common femoral arteries (rcfa and lcfa) prior to an abdominal aortic aneurysm (aaa) repair using prostar xl devices. Reportedly, the closure devices were deployed uneventfully. At the end of the index procedure the rcfa was closed without issue with the prostar xl device. It was noted that the sutures did not capture and the wires pulled out in the lcfa. An open cut down and closure of the artery was performed. The patient anatomy was not favorable for another attempt for a closure device. It was indicated that the prostar xl was deployed too high in the lcfa. Hemostasis was successful in both groins. Estimated blood loss was approximately 800 ml, indicated to be definitively related to the procedure and possibly related to the closure device used in the lcfa. The patient received 2 units of blood. There was no adverse patient sequelae; however, hospitalization was prolonged. The physician is trained in the use of the prostar xl device. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: j-wire. Lunderquist wire. Sheath: 9 fr., 12 fr, 12.5-french peel-away sheath, endologix 25x16x140 graft with 2 iliac cuffs; heparin; prostar xl. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The device being available for analysis may have aided in a more definitive determination. Sutures did not capture and the wires pulled out of the artery as reported, can be influenced by numerous factors that include, but are not limited to manufacturing, user technique and/or patient anatomical conditions. During manufacturing, a sample of finished devices is taken from each lot and are destructively tested. Additionally, the sample is verified for ability to completely functional deployment. Reportedly, the prostar xl device was deployed too high in the common femoral artery. This can cause sutures to not complete closure. The report received did not include information regarding user technique/anatomical conditions that may have affected the device performance. Based on the reported information and the manufacturing inspection criteria, a definitive cause for the reported sutures not achieving closure could not be determined. Review of the finished device history record did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database did not reveal any similar incidents for this lot. There does not appear to be any indication of a lot quality deficiency.